Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to pull medication bas it was stuck. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacist verify training was unable to pull medication and stuck. A technical support specialist found that the user was unable to pull medication as it was stuck in rx-verify status. Logged into medication logistics queue (mlq) and found the item was not approved due to a time zone difference. Advised pharmacy of the issue and was impatient and hung up. After a callback and verification, the item was successfully issued. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to pull medication, it was stuck. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.